Event description:
As reported by the (B)(4) study, a patient experienced a peri-procedure mi. At the time of the index procedure, angiography revealed 70% stenosis in the proximal lad and 99% stenosis in the distal lad. The indication for the procedure was stable angina and a positive functional test for ischemia. The distal lad lesion was 13mm in length, class b2, and de novo with timi 3 flow. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.0 x 8mm non-cordis balloon at 11atm and a 2.25 x 13mm cypher was implanted at 14atm. The stent was not post-dilated and there was no residual stenosis. The proximal lad lesion was 21mm in length, class b2 and de novo with timi 3 flow. The lesion was pre-dilated with a 2.5 x 9mm non-cordis balloon at 20atm and a 2.5 x 13mm cypher stent was implanted at 10atm. A 3.0 x 8mm cypher was then implanted at 14atm overlapping the previous stent proximally to fully cover the lesion. The stents were not post-dilated and there was no residual stenosis. The cec adjudication committee adjudicated that the patient met the arc definition of per-procedure mi. The discharge summary indicated that post procedure, the patient was transferred to the ICU as blood pressure was high. The patient was treated with a nitroglycerin drip and was started on low dose beta blocker given her enzymes were minimally high and heart rate in the 90s. Post procedure troponin peaked at 0.72 (uln 0.01). The ECG core lab reported no new major st-t abnormality and no q waves. The patient was discharged the day after the index procedure.

Manufacturer narrative:
Addendum: add info received through minutes indicated that the patient had an mi approximately 22 months post index procedure. Patient developed ischemic chest pain that lasted 20 to 30 minutes while being hospitalized for colonoscopy. Patient was administered dilaudid and was noted to be pain free. Later in a day, patient was noted to be tachycardiac with hr at 130 and was short of breath. The troponin was <0.03. A day later, troponin was 0.15. Per cardiology consultation report, the ECG showed sinus tachycardia with slight st depression anteriorly. It was further noted that during index in 2010, patient had mild to moderate lmca disease with mld arear of 4.9mm. Patient was diagnosed with a nstemi and no angiography was ordered. As per discharge summary, troponin was 0.25. As reported by the (B)(4) study, a patient experienced a peri-procedure mi post index and nstemi approximately 22 months post index procedure. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, history of angina, family history of coronary artery disease, carotid artery stenosis, gastroesophageal reflux disease and renal stent. At the time of the index procedure, angiography revealed 70% stenosis in the proximal lad and 99% stenosis in the distal lad. The indication for the procedure was stable angina and a positive functional test for ischemia. The distal lad lesion was 13mm in length, class b2, and de novo with timi 3 flow. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.0 x 8mm non-cordis balloon at 11atm and a 2.25 x 13mm cypher was implanted at 14atm. The stent was not post-dilated and there was no residual stenosis. The proximal lad lesion was 21mm in length, class b2 and de novo with timi 3 flow. The lesion was pre-dilated with a 2.5 x 9mm non-cordis balloon at 20atm and a 2.5 x 13mm cypher stent was implanted at 10atm. A 3.0 x 8mm cypher was then implanted at 14atm overlapping the previous stent proximally to fully cover the lesion. The stents were not post-dilated and there was no residual stenosis. The discharge summary indicated that post procedure; the patient was transferred to the ICU as blood pressure was high. The patient was treated with a nitroglycerin drip and was started on low dose beta blocker given her enzymes were minimally high and heart rate in the 90s. Post procedure troponin peaked at 0.72 (uln 0.01). The ECG core lab reported no new major st-t abnormality and no q waves. The cec adjudication committee adjudicated that the patient met the arc definition of per-procedure mi. The patient was discharged the day after the index procedure on dual anti-platelet therapy. Add info received through minutes indicated that the patient had an mi approximately 22 months post index procedure. Patient developed ischemic chest pain that lasted 20 to 30 minutes while being hospitalized for colonoscopy. Patient was administered dilaudid and was noted to be pain free. Later in a day, patient was noted to be tachycardiac with hr at 130 and was short of breath. The troponin was <0.03. A day later, troponin was 0.15. Per cardiology consultation report, the ECG showed sinus tachycardia with slight st depression anteriorly. It was further noted that during index in 2010, patient had mild to moderate lmca disease with mld arear of 4.9mm. Patient was diagnosed with a nstemi and no angiography was ordered. As per discharge summary, troponin was 0.25. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00295, 3003742446-2012-00297 and 3003742446-2012-00299.

Manufacturer narrative:
Concomitant medications included: aspirin 81mg since (B)(6) 2010, lasix 20mg daily since (B)(6) 2010, amlodipine 10mg daiy since (B)(6) 2010, benazepril 40mg daily since (B)(6) 2010, lovestatin 40mg daily since (B)(6) 2010, protonix 80mg daiy since (B)(6) 2010, potassium chloride 20meq daily since (B)(6) 2010, clopidogrel 600mg intra procedure, integrellin intraprocedure. Concomitant devices: concomitant devices: - medtronic sprinter legend 2.5 x 9mm balloon - voyager 2.0 x 8mm balloon, cypher us rx 3.00 x 8, and cypher us rx 2.25 x 13, cypher us rx 2.50 x 13, and cypher us rx 2.25 x 13. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00295, 3003742446-2012-00297 and 3003742446-2012-00299.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced a peri-procedure mi. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, history of angina, family history of coronary artery disease, carotid artery stenosis, gastroesophageal reflux disease and renal stent. At the time of the index procedure, angiography revealed 70% stenosis in the proximal lad and 99% stenosis in the distal lad. The indication for the procedure was stable angina and a positive functional test for ischemia. The distal lad lesion was 13mm in length, class b2, and de novo with timi 3 flow. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.0 x 8mm non-cordis balloon at 11atm and a 2.25 x 13mm cypher was implanted at 14atm. The stent was not post-dilated and there was no residual stenosis. The proximal lad lesion was 21mm in length, class b2 and de novo with timi 3 flow. The lesion was pre-dilated with a 2.5 x 9mm non-cordis balloon at 20atm and a 2.5 x 13mm cypher stent was implanted at 10atm. A 3.0 x 8mm cypher was then implanted at 14atm overlapping the previous stent proximally to fully cover the lesion. The stents were not post-dilated and there was no residual stenosis. The discharge summary indicated that post procedure; the patient was transferred to the ICU as blood pressure was high. The patient was treated with a nitroglycerin drip and was started on low dose beta blocker given her enzymes were minimally high and heart rate in the 90s. Post procedure troponin peaked at 0.72 (uln 0.01). The ECG core lab reported no new major st-t abnormality and no q waves. The cec adjudication committee adjudicated that the patient met the arc definition of per-procedure mi. The patient was discharged the day after the index procedure on dual anti-platelet therapy. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00295, 3003742446-2012-00297 and 3003742446-2012-00299.